Event description:
It was reported that a pt underwent a lesion excision in 2009. The absorbable hemostat was used during the procedure. At approx 2 weeks later, the pt was diagnosed with an infection. The pt was treated by latamoxef, sodium, and norvancomycin.

Manufacturer narrative:
Date sent to the FDA: 09/01/2009. Conclusion code: a rep sample product from same lot number of the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00987. The same pt is represented in each medwatch.